Event description:
Procedure: lower anterior resection. According to the report: after firing, leakage occurred from the posterior wall. Additional ligation was done. After surgery, when the surgeon checked, it was found the line where knife run was slightly off the track and margin became thin. There was no bleeding reported, and no tissue damage reported. However, the procedure was extended more than 30 mins.

Manufacturer narrative:
Date initial report sent: 10/08/2009.